Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer had failed and not detected on the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer had failed and not detected on the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed, and device was not detected on the bus. A field service engineer (fse) discovered that the drawer interface printed circuit board assembly (pcba) had failed and replaced it, but it failed again upon power-up. Further investigation revealed that one of the drawers pcbas was causing the interface pcba to fail. The fse replaced both drawer pcbas and the interface pcba to resolve the issue. Then, the fse performed diagnostic testing and verified with the customer that all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.